Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator on one of the grips resulting on a grip tip detached intact from its base and hanging from the conductor wire. There might be missing pieces from the molded insulator, but the size of the missing pieces cannot be confirmed. The complaint regarding instrument broke was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar was broke during procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tips became non-functional during the procedure. I was not told of the cause, prior to the case tips were intact. I was not informed of any uncontrolled movement. No issues related to cautery were noted. The instrument became broken during the procedure. Unaware of cause. A back up instrument was used.